Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that filterwire fracture occurred, a 190 cm filterwire was selected for use. During the procedure, it was noted that the filterwire fractured inside the vessel. There were no patient complications as a result of this event.